Event description:
Reportedly, the device could not be interrogated (2.34 version) on (B)(6) 2012. The screen was frozen and rebooting the programmer failed several times. The programmer was then replaced. An explanation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.